Manufacturer narrative:
Pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump came up with a random warnings that the blood glucose was going up when it was actually not going up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.